Manufacturer narrative:
Correction made to d4: lot #: h23a05042 (previously submitted as h21b09069). Correction made to b5: the location of the leak was not specified (previously submitted as leaked from between the mainbody and twist clamp). Correction made to d4: expiration date: 01/05/2028 (previously submitted as 02/09/2026). Correction made to f10/h6: component codes: remove g04070 and g0405203. Correction made to h4: device manufacture date: 01/05/2023 (previously submitted as 02/09/2021). H10: the actual device was not available; however three (3) photographs of the sample were provided for evaluation. A visual inspection with the naked eye identified damage to the main body located at the locking notch. The cause of the damage was undetermined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. The reported condition of leak was not verified due to photo samples only. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking from between the mainbody and twist clamp. This was observed during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.